Event description:
As reported by a hospital, they have experienced an ongoing problem with air bubles being noted in various locations in the fluid management kit-in the manifold, in the syringe, in the fluid delivery set. One sample is being returned. There has been no patient injury.